Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The excessive drain was verified in the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was verified. The cause was determined to be insufficient drain, false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had drained 6006ml during the initial drain phase of peritoneal dialysis therapy. The hp was connected. The hp¿s last fill volume equaled 2500ml and the hp¿s largest prescribed fill volume equaled 3000ml. The technical service representative would swap the home choice device. The patient would complete therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.